Manufacturer narrative:
The device was returned to olympus for inspection. A root cause was identified. Based on the results of the investigation, it is likely the following led to the malfunction: stress problem identified, additionally the most likely cause of the disconnection between the bending section and the distal end was detached was due to adhesive peeling around bending tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound bronchofibervideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that it was found the connection between the bending section, and the distal end was detached. There was no patient involvement.